Manufacturer narrative:
One device was received for evaluation for the complaint that the air sensor of the device and dso seal are unattached and falling off. Upon further investigation found uso seal is worn/dented. The visual and functional testing was performed. Dso seal is delaminated on the side closest to the air detector. Air detector is loose and pulling apart from the chassis there was no 12-month service history during the review. No errors found in event log.

Event description:
It was reported that during testing both the air sensor of the device and dso seal are unattached and falling off. The battery compartment door tab is also cracked, and the device is also missing a plastic battery holder. There was no patient involvement and harm.